Event description:
Customer reported she was hospitalized with hyperglycemia and diabetic ketoacidosis due to a leak in the infusion set. She noticed her shirt was wet on (B)(6) 2015 but thought it was due to condensation from a drink. Her blood glucose was "hi" (>600 mg/dl), and she was nauseous and dehydrated. She did not check her infusion set at this point. She was taken to the hospital at noon on (B)(6) 2015, and her blood glucose was 840 mg/dl with a hospital lab test. She was admitted to the intensive care unit and treated with an IV of fluids, insulin, and nausea medication. She attempted to prime the infusion set before she was released from the hospital on (B)(6) 2015, and it was at this point that she noticed a hole in the tube near the connector. She changed the infusion set and her blood glucose decreased to her normal range. The alleged product was requested for evaluation.